Event description:
It was reported that the health care professional (hcp) questioned upon review of the presenting, if there was loss of capture (loc) on the left ventricular (lv) lead. The morphology had changed since previous remote evaluations. Boston scientific technical services (ts) stated that there was loc with current programming for the device. Hcp recommended to have patient seen in the clinic. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).